Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging that the subject meter displayed the ¿apply sample¿ message during testing instead of counting down and providing a blood glucose result. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.